Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air gaps and bubbles in the infusion set tubing. The customer's blood glucose (bg) level was as high as 300 mg/dl. The bg level was addressed with a site change and bolus via the pump. Reportedly, the infusion set was changed to address the event and insulin delivery was resumed.